Event description:
It was reported that a progav 2.0 (#fx431-t) was implanted together with a paedigav during a procedure performed in (B)(6) 2021. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 68 years. Gender: female. Same event/patient as medwatch#3004721439-2023-00360.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined . Permeability test: a permeability test has shown that the valve and the reservoir is permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control test bench which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no deposits were found in progav 2.0 and the reservoir. Result : based on our investigation results, we cannot determine functional deviations or other abnormalities. How the abovementioned functional impairment occurred is not clear to us at the time of examination. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.